Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had pump thrombus. The pt developed a volvulus after a previous pump exchange due to a driveline fracture and had to undergo a sigmoid colectomy. During this time, the pt was off anticoagulation. A second pump exchange was performed.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.